Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead exhibited oversensing of noise leading to inappropriate ventricular fibrillation (vf) episodes and loss of capture (loc) with no pacing inhibition or asystole noted. The right atrial (ra) lead exhibited oversensing of noise, high threshold measurements and loss of capture (loc) with no pacing inhibition or asystole noted. Subsequently a revision procedure was performed where both the ra and rv leads were explanted. The existing implantable cardioverter defibrillator (ICD) was also explanted during the procedure as the patient was upgraded to a subcutaneous implantable cardioverter defibrillator (s-ICD). No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory it was noted two segments were returned. A terminal segment equaling 5.5 cm in length and a tip segment equaling 26 cm in length. Approximately 17.5 cm of lead middle-segment was not returned. Visual inspection showed the outer of trilumen insulation was intact however webbing damage was observed at approximately 23.5 cm from the tip end. Due to the location and the type of damage exhibited, it was concluded that the damage was caused by lead entrapment in the clavicle-first rib region. Calcified body fluid was observed on lead tip. Lead segments resistances measured normal indicating all conductors are intact; also x-ray showed no fractures. Patient code 3191 captures the reportable event of surgery.

Event description:
This report is being filed to submit the analysis results.